Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia after a recent flu illness while using the ilet, with a documented lowest blood glucose of 47 mg/dl and device alerts for low glucose, and the events were corrected with oral glucose. Symptoms included none reported. Outcomes included no need for assistance from others and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding activity-related glucose needs and review of glucose targets with the care team. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear, with potential contribution from recent illness and increased activity; the device is expected to readjust as recovery progresses. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.